Event description:
Per the audiologist, the patient's device suddenly stopped working. There was no reported trauma or falls before this time. Exchanging the external equipment did not solve the problem. Results of an integrity test done in 2008 showed the implant was not functioning. Reimplantation is planned, but had not been scheduled at the time of this report.

Manufacturer narrative:
This type of event is addressed in the device labeling.